Manufacturer narrative:
The device was explanted for medical reasons. The external visual inspection of the device revealed that the electrode was severed at the fantail region prior to receipt. This is believed to have occurred. During revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is the final report.

Event description:
The company received the explanted device that was previously believed to be lost.